Manufacturer narrative:
(B)(4). Initial report: the client has indicated that the product is in process of being returned to zimmer biomet for an investigation. Associated products: medical product: arcomxl 36mm rlc lnr +5mm sz23 catalogue number: xl-156233 lot number: 414730; medical product: 36mm cocr mod hd std catalogue number: 11-363662 lot number: j7161372; medical product: e-poly 36mm +3 hiwall lnr sz23 catalogue number: ep-108323 lot number: 268600. Multiple MDR reports were filed for this event, please see associated report numbers: 3002806535-2022-00216. The investigation is currently underway. Once the investigation has concluded, a follow-up MDR will be submitted.

Event description:
It was reported that: a ceramic head exchange for a cobalt chrome head (cocr). The doctor thinks the ceramic taper may have disengaged from the taperloc stem and it could have been pistoning. I would like to hear back if anything is found about the implants. Primary surgery was done on (B)(6) 2013. Patient outcome: revision.

Manufacturer narrative:
This follow up report is being submitted to relay additional information. A visual inspection shows that there are metal transfer marks on the bottom surface of the head along with dents on the edge of the taper adaptor. These were most caused by the explantation process. The taper looks to be in good condition with no scoring marks visible. Dimensional analysis shows the the product is conforming to specification. The likely condition of the devices when they left zimmer biomet is conforming to specification. The reported event has not been confirmed. Device history record was reviewed and no discrepancies related to the reported event were found. The root cause of the reported event cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information at time of this report.

Manufacturer narrative:
(B)(4). This follow-up document is being submitted to relay supplemental information. Supplemental information acquired: patient details additional associated item. D10 associated products: medical product: taperloc pc 11mm t1. Catalogue number: 103205. Lot number: 640580. Multiple MDR reports were filed for this event, please see associated report numbers: 3002806535-2022-00216-1. The investigation is currently underway. Once the investigation has concluded, a follow-up MDR will be tendered.

Event description:
It was reported, that: a ceramic head exchange for a cobalt chrome head (cocr). The doctor thinks the ceramic taper may have disengaged from the taperloc stem and it could have been pistoning. I would like to hear back if anything is found about the implants. Primary surgery was done on feb 12, 2013. Patient outcome: revision. 26 apr 2022 addi . The primary case was by dr (B)(6), performed at (B)(6). Stem ref 103205 lot 640580. No invoices or sticker sheets are available. Bone quality was good and the patient is a fit male (62.6 kg). Dob 5-8-64. No contributing conditions. X-rays the post-op x-rays are immediate post-op. The pre-op x-ray is not directly post-op of the primary but sometime in between primary and revision.